Event description:
Device malfunction: none. Symptoms/ae: stroke, mild to moderate aphasia and right arm drift. Time of symptoms/ae: two days post stenting procedure. In 2006, the pt experienced mild to moderate aphasia and right arm drift and was re-admitted to the hospital. The pt was treated with heparin per the hosp's stroke protocol. The pt has shown some improvement, but the stroke effects are continuing. The pt was discharged to home six days later. No add'l info is available. Study event.

Manufacturer narrative:
The rx acculink carotid stent system, part# 1011343-30, lot#6010951.